Event description:
It was reported that the insulin pump had a damaged screen, making the display difficult to read. The blood glucose reading was 5.6 mmol/l. The caller stated that there were 2 marks on the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. A bleeding lcd glass was noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.